Event description:
Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2006. Legal counsel for patient further reports the patient was revised on (B)(6) 2012 due to pain, elevated cocr levels and a pseudotumor. A review of invoice history confirms the modular head was removed and replaced with a modular head and active articulation liner. Additionally, legal counsel for the patient reported that patient underwent further revision on (B)(6) 2013 due to patient allegations of dislocation. A review of invoice history confirms the acetabular cup, modular head and liner were removed and replaced with a constrained hip system. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2006. Legal counsel for patient further reports the patient was revised on (B)(6) 2012 due to pain, elevated cocr levels and a pseudotumor. A review of invoice history confirms the modular head was removed and replaced with a modular head and active articulation liner. Additionally, legal counsel for the patient reported that patient underwent further revision on (B)(6) 2013 due to patient allegations of dislocation. A review of invoice history confirms the acetabular cup, modular head and liner were removed and replaced with a constrained hip system. No further information has been provided to date. Additional information received in patient's (B)(6) 2012 revision operative report noted a pseudotumor and blackened tissue at time of procedure. Additional information received in patient¿s (B)(6) 2013 operative report noted an osteolytic lesion with grayish-black material consistent with metallosis and osteolysis at time of procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2013-03242 / 03244).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2013-03242 / 03244).